Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels of 400 mg/dl for the last 3 days. The customer would take correction boluses via the pump to stabilize blood glucose levels. Reportedly, the customer had not changed supplies for 4-5 days.